Event description:
The device was being used for enteral delivery of medication for treatment for symptoms of advanced parkinson's disease. The issue was reported to smiths medical by (B)(6) ((B)(6) authority) on friday (B)(6) with an adverse incident report completed by (B)(6) police station. Per report filed by (B)(6) police station, the device was in use with patient at (B)(6) care home with the duodopa treatment being managed by nurse from (B)(6) hospital. The report stated the device was in use with patient for 4 years and was programmed to deliver at a rate of 5 ml per hour with extra dose of 1.9 ml (2 extra doses permitted daily). The report stated the patient had deciphered via you tube research (according to the report) how to change the device programming to allow for additional extra doses to be delivered; the date of this event was not provided. According to report, the nurse from (B)(6) hospital was made aware of the patient's changes to device programming and that nurse was satisfied that treatment could continue. The report stated the infusion cassette (100 ml total volume) was regularly empty prior to 8 pm albeit the device was issued from 0700h to 2000h. Report stated the patient was found unresponsive on (B)(6) 2019 at 1908h and died. No information has been provided on cause of death, details of device programming changes (date of change, number of doses allowed by patient changes to programming).